Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking. There was no patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the unit had been dropped by the customer. The fse replaced the scroll compressor, console cover, strain relief fork, battery, cable ties, and the drive regulator. The unit passed all functional testing. The iabp was returned to the customer for clinical use. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received part number: 0119-00-0179 _b scroll compressor serial number: (B)(6) with a reported unit failure of leaking. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed part number: 0119-00-0179_b serial number:(B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department ran the test for 2 hours and could not verify the compressor failure of leak experienced by the customer. Retaining the scroll compressor part number: 0119-00-0179 _b serial number: (B)(6) in the fat dept. Per procedure based on the evaluation results provided by the fse, the defective parts were replaced due to customer abuse. The issue was resolved by replacing the malfunctioning parts. The parts are not available for return.